Manufacturer narrative:
Information references the main component of the system and the other applicable component is: product ID :37791, product type: recharger.

Event description:
The patient reported having a hard time when they recharged at night. The coupling bars were all over the place and it was hard to get 6-8. It was taking longer to charge and the patient was getting 4-6 bars and was constantly moving the antenna around. The patient would look down after 15 minutes and the coupling bars would drop to 4. The implantable neurostimulator (ins) was tilted in the pocket and there were no falls or accidents reported. The ins recharger antenna was damaged. No patient symptoms were reported and a replacement antenna was sent to the patient. The ins was indicated for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still having trouble getting 8 coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.